Event description:
It was reported that following the successful implant of a transcatheter aortic valve, the valve dislodged into the ascending aorta. Subsequently, a new valve was successfully implanted at a depth of 3 millimeters (mm). Additional information was received that a medtronic guidewire was initially used and was changed to a non-medtronic guidewire due to the s-shape anatomy between the aorticarch and descending aorta. A pre-implant balloon aortic valvuloplasty (bav) was not performed due to the physicians decision. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc and lcc was approximately -13 mm. It was reported that the valve dislodged down into the left ventricular and was interrupting the mitral valve function. Snaring was ongoing, and due to that, the valve dislodged to the ascending aorta above the sinotubular junction (stj). A post-implant bav was note performed prior to valve dislodgement. The patient's medical history of coronary artery bypass graft (CABG) and aortic repair were noted as contributing factors to the dislodge.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided, which limited the ability to conduct a comprehensive preprocedural anatomical assessment. Four intraprocedural fluoroscopic images were submitted for review in relation to the reported event. Fluoroscopic valve load inspection images were not provided; therefore, confirmation of appropriate valve loading could not be performed. Procedural documentation indicates that the valve dislodged to the ascending aorta sometime after the valve implantation. The dislodgement event was not captured in the submitted media; therefore, the cause of the valve dislodgement cannot be determined. Subsequently, a second valve was implanted. Based on the limited information and images provided, a comprehensive analysis could not be performed. Therefore, this review is inconclusive. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, the valve dislodged into the ascending aorta. Subsequently, a new valve was successfully implanted at a depth of 3 millimeters (mm).